Event description:
Pt had left shoulder surgery on (B) (6) 1999 to repair a recurrent dislocation of the left shoulder. A pain care 2000 was used during the surgery. Pt now alleges that he has glenhumeral chondrolysis in this shoulder.